Event description:
Patient underwent t8-t10 laminectomy with fusion. One of the implanted rods broke, and was removed.what was the original intended procedure?t8-t10 laminectomy with fusion using progenics and autograft bone and pedicle screws placed at t8, t9 and t10.device #1is this a laboratory device or laboratory test?no.